Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move and the cannula was not visible; indicating the needle mechanism did not deploy.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. The needle mechanism deployed when the ratchet gear reached the firing position during the rerun. Rerun of the device did not replicate the rotational sensor issue. Upon investigation of the drive mechanism, commutator cap was found to be contaminated. It could not be conclusively determined if the observed deficiencies caused the rotational sensor malfunction that lead to the needle mechanism not deploying.